Manufacturer narrative:
Investigation on january 18, 2017 found the separation of the distal tip. The tip is twisted around the guidewire consistent with over-rotating the catheter against resistance. Separated pieces of the tip is stuck on the guidewire. Turnpike spiral catheter showed signs of biological contamination. The event description along with the returned product evaluation provided sufficient evidence to determine that the distal section of the catheter was severely damaged and a piece of the tip was separated but remained on the guidewire, however, it was undetermined if all pieces are accounted for.

Event description:
During a complex intervention/cto of the proximal rca physician decided to use turnpike spiral. After switching a wire, for better support our spiral catheter was advanced and torque appropriately in clockwise direction but encounter some immediately resistant. Physician retrieved in counter clock direction multiple times and continued trying to engage the proximal cap on the right direction leaving the wire in the proximal mid segment of the rca artery. After few unsuccessful attempts to advance the turnpike spiral physician decided to switch wires for a new wire and realized the spiral tip wasn't moving anymore even though he continued trying to remove in counter clock direction. Then he decided to remove both catheter and wire together to minimize any possible complication and successfully was removed to find that a piece of the spiral tip separate from the tip and the catheter also looked damaged. No patient adverse event occurred with this incident. New turnpike lp was used without any issue. Additional information received 11nov16: the distal tip of the catheter broke in 2 pieces and tip was trapped on the wire. The tip was hanging on the wire at the time of removal. No patient adverse event resulted from this incident. No patient injury or impact reported.